Event description:
Customer reported being hospitalized due to high blood glucose levels. Customer has been hospitalized three times in the last month. Troubleshooting was performed and pump appeared to be functioning properly.